Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 2mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs).the patient¿s medical history included non-malignant pain. On (B)(6) 2018 it was reported a pump alarm occurred due to a pump motor stall. The patient¿s pump was interrogated and a motor stall had occurred. The logs were read and there were multiple pump motor stalls and recoveries with the most recent stall on (B)(6) 2018 (date of the first motor stall was not reported). No known cause had been determined in regards to if any environmental, external or patient factors that may have led or contributed to the issue. No interventions had occurred as the patient was being referred to the neurosurgeon for pump replacement. Surgical intervention did not occur but was planned but had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly; shorting across insulator. If information is provided in the future, a supplemental report will be issued.